Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a stent delivery system was returned for analysis without the manifold and strain relief portion. A visual and microscopic examination of the crimped stent found stent damage. The distal half of the stent appeared undamaged. The proximal half of the stent was damaged with stent struts stretching in a proximal direction extending past the proximal marker band. The undamaged section of the crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon was beneath the stretched stent struts indicating correct positioning and crimping of the sent prior to the complaint incident. A visual and tactile examination found a hypotube break. The device was measured from the distal tip to the break, with a result of 144cm. Effective length is defined by the distal end of the strain relief to the distal tip of the catheter. Therefore the break occurred at a site 0 to 5 cm from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26feb2017. It was reported that crossing difficulties were encountered. The 80-90% stenosed, diffused target lesion was located in the left circumflex artery (lcx). After a 6f and a 0.014 guide wire successfully crossed the lesion, predilation was performed using a balloon catheter at 12 atmosphere. A 2.75x28mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.